Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During a pulse test, the monitor delivered a monophasic pulse. The cause for the monophasic pulse was isolated to defective u16 and u18 mosfets on the defibrillator pca. The root cause for the defective u16 and u18 mosfets could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.